Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-03645. (B)(6) trial. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain. The index procedure treated the proximal circumflex and mid left anterior descending (lad) with two taxus element stents resulting in 0% residual stenosis. The patient was discharged the same day on aspiring and clopidogrel. In (B)(6) 2011, the patient returned with chest pain for an elective angiogram. Angiography showed mild coronary artery disease at the two existing stents in the proximal to mid lad and ostial circumflex. An exercise tolerance test was negative for ischemia, but the patient was symptomatically positive. There were no elevated cardiac markers. The patient was to be medically managed with an increased dosage of ismn.